Manufacturer narrative:
(B)(4).

Event description:
The catheter disconnected from the pump and was replaced; the date was not reported. On (B)(6) 2011, an x-ray confirmed the catheter had slid from t7 to t11. The physician was managing the catheter movement by increasing the dose of baclofen. Additional information has been requested. A follow-up report will be sent if additional information becomes available.